Event description:
Contacted patient connected transfer set to the patient line of the homechoice set at connect lines and bags. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.